Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening assessed as surgical damage. Additional observations: observed total delamination of the plug straps disks shell assessed as adhesive failure and missing of plug strap and both plug strap disk shell assessed as inconclusive. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: a5, a6, d4, d9, h3, h4, h6

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.